Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to an alternate method insulin therapy.